Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Analysis of the device memory indicated that the device clock was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to emergency room for sudden dizziness, chest pain, and extracardiac stimulation. The ipg exhibited multiple/five partial electrical resets. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a full electrical reset occurred. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated that the device clock was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device experienced a partial electrical reset where diagnostic data such as pacing percentages and rate histograms were cleared, however parameter values remained unchanged. The device remains in use. The ipg save to disk was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) / tue (B)(6) 2024 14:12:49 gmt-0600 central standard time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4), model#: a2dr01, serial/lot#: (B)(6). Data recorded by the device relating to its clinical performance was assessed. That data contain information explicitly related to the complaint. The data indicate there was likely a device performance issue. It is likely the device contributed to the reported complaint, though without the returned device this cannot be confirmed. The specific analysis finding is listed below in the analysis information section. Product disposition: the product was not returned. Analysis information -- (B)(6) 2024 14:11:02 cst, pli#: 10, product ID#: a2dr01. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.